Event description:
Jaws of the forceps do not meet together; the instrument has 8 uses left.manufacturer response for robotic bipolar forcep, (brand not provided) (per site reporter)======================took description of what happened and issued rga#.